Event description:
The customer reported screen does not light up during device inspection for use involving an olympus high-definition liquid crystal display monitor. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.